Event description:
It was reported that a spectrum pump over infused 10% dextrose to a patient. The customer stated that the pump was programmed to deliver at a rate of 10 ml/hr, however, approximately 50 minutes later, the nurse reported that 42 ml had been delivered. The alleged over infusion caused an increase in the patient's blood glucose. The infusion was stopped and the patient's blood sugar stabilized with no additional medical intervention.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.